Manufacturer narrative:
(B)(4). Event year only reported: 2022. Batch #: v95u7g. Additional information was requested and the following was obtained: did the white tissue pad break off? No. Is the white tissue pad completely missing from the clamp arm of the device? No. What is the severity of the burn? (Please see degrees of burns below and choose one) third degree burn the burn site looks deep, whitening or blackened and charred what medical intervention was used to treat the burn? (Such as salve or stitches) unknown. Besides the burn, did the patient experience any adverse consequence due to the issue? No. Are there any anticipated long-term effects from the burn or injury? Unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: where is it believed that the shaft of the device was broken as there is no insulation on the shaft of this device? Are there any photos of the device available? Were trocars used during the procedure? If so, what kind? Were there any alert screens or tones identified during the procedure while using the device? Is the generator log available for engineering review? What proactive heat management techniques were utilized during the procedure by the surgeon and staff? Did the shaft or end effector make contact with the skin? What is the anatomical location of burn? What part of the device does the surgeon believe led to the patient¿s burn? Are there any photos of burn available for review? How was the burn injury managed? What is the patient's current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats lobectomy the shaft bent and insulation broke somewhere along shaft so shaft got hot and burnt patient. The procedure was delayed 2 minutes and the surgeon took out a new device.

Manufacturer narrative:
(B)(4). Date sent: 1/26/2023. Additional information was requested and the following was obtained: where is it believed that the shaft of the device was broken as there is no insulation on the shaft of this device? Broken in dutch means not working in this case are there any photos of the device available? No were trocars used during the procedure? If so, what kind? Unknown what is the patient's current status? Unknown.

Manufacturer narrative:
(B)(4). Date sent: 4/20/2023. Additional information was requested and the following was obtained: where on the patient did the burn occur? Unknown. What did the burn look like? Unknown.

Manufacturer narrative:
(B)(4). Date sent: 3/22/2023. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: where on the patient did the burn occur? What did the burn look like? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the shaft bent. In addition, the blade tip was damaged. The device was connected to a test handpiece and tested on a gen11 and it was recognized. However, no functional testing could be performed, as the clamp arm did not open and close and due to the returned condition of the instrument. Therefore, we were unable to investigate further the unintended thermal injury. Our manufacturing process has been reviewed and there is no current evidence of this issue. The device was disassembled to inspect the internal components and no anomalies were found. The damage on the shaft is related to improper use of the device. If the device is activated across a clip, staple line, or other metal in the jaws, the blade could get damaged, subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.